Event description:
Six days post index procedure, the pt was hospitalized with angina pectoris ccs IV. He was diagnosed with a lateral non q-wave myocardial infarction. Cardiac enzymes were elevated 4 times above upper normal level (unl). Coronary angiography showed stent thrombosis in the target vessel. Timi flow was 2. A re-pci was conducted and the thrombosis was treated with balloon dilation only. At the time of thrombosis, the pt's antiplatelet medications were ongoing and uninterrupted. In the investigator's opinion, the cause of the stent thrombosis was insufficient antiplatelet medication. The report is from the study. The pt is a male with a 3-vessel disease. One lesion is treated during this procedure. The pt has a history of hypertension, hyperlipidemia, and obesity. Medications at baseline were statins, ace inhibitors, and beta blockers. The indication for the index procedure was dyspnea, nyha iii. Medications during the procedure were aspirin, clopidogrel, and heparin. Heart rate at baseline was 78/min. Blood pressure was 180/95. The target lesion was the proximal circumflex. Vessel diameter was 2.5mm and the lesion length was 13mm. Pre-procedure stenosis was 75%. The lesion was de novo and a lesion classification is b2. The lesion was not pre-dilated. A stent was deployed at 12atm. Post-procedure stenosis was 0%. Ivus was not used and there were no procedural complications. The pt was discharged 2 days later. Medications at dischage were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.